Manufacturer narrative:
Problem code 1074 captures the reportable event of balloon burst. Investigation result a visual examination of the returned complaint device found that the catheter shaft was cut at the distal section. No other issue was noted. Functional evaluation could not be performed due to the condition of the returned device. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during an esophageal dilation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon ruptured. Reportedly, a stapler at the anastomotic area may have interfered with the balloon, and caused the balloon to rupture. The procedure was completed at this time. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during an esophageal dilation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon ruptured. Reportedly, a stapler at the anastomotic area may have interfered with the balloon, and caused the balloon to rupture. The procedure was completed at this time. There were no patient complications reported as a result of this event.